Event description:
It was reported to nova biomedical that a consumer received a result of 531 mg/dl on their blood glucose meter. The consumer admitted that she administered an unk amount and a double dose of her diabetes medication. Consumer began slurring her words while on the phone, and claimed that her mom was with her. The consumer refused medical assistance when the customer support rep offered to call for emergency services. During the call to customer support, it was revealed that the consumer has never performed a control solution test on test strips to check their integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.